Event description:
It was reported that the cutting wire broke inside of the patient during an unspecified procedure. The physician was able to retrieve it and pull it out of the patient without injury. Additional information has been requested but was not available at the time of the report.